Manufacturer narrative:
Upon receipt of this footswitch at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the footswitch found the black insulation on the cable wire was damaged which resulted in a hole and exposed metal wires. The foot guard had minor chips in the paint along the edges. The black insulation on the cable and the strain relief were both intact. The connect was in good shape, and the pins in the connector were clean and straight. The right pedal, left pedal, and center standby all press down smoothly and returned to the open position with no issues. Based on analysis results there were no damages found that could have caused or contributed to the reported event.

Event description:
It was reported that prior to the procedure, error code 11 occurred when the laser was turned on. Troubleshooting steps were taken to no avail and the system had to be manually shut down. The procedure was cancelled with the patient under anesthesia and intubated. There were no patient complications.

Event description:
It was reported that prior to the procedure, error code 11 occurred when the laser was turned on. Troubleshooting steps were taken to no avail and the system had to be manually shut down. The procedure was cancelled with the patient under anesthesia and intubated. There were no patient complications.